Event description:
It was reported that when the patient was connected to the power module, the pump data was not available in the system monitor. The system controller was exchanged for the backup one resolving the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues with the system controller, serial number (B)(6), not providing data when connected to the system monitor could not be confirmed. Data from the backup system controller, serial number (B)(6), on (B)(6) 2025 at 12:20:55 is consistent with a controller exchange. The pump is connected to the backup controller at 12:30:02 and the pump achieved a speed above the low-speed limit by 12:30:06. Left ventricular assist device (lvad) log files indicate there were no issues with communication between the pump and the system controller in use on (B)(6) 2025 as well as (B)(6) 2025. On (B)(6) 2025 the pump speed did not unexpectedly fall below the low-speed limit. No other notable events were noted in the log files submitted. It was originally intended for the controller to return; however, after additional good faith efforts state no product would be returning for further testing. A root cause for the reported event of communication issues on the system controller, serial number (B)(6), could not be confirmed as no product was returned for further testing. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.